Event description:
It was reported that the asymptomatic patient presented for a remote follow up via merlin.net with an implantable cardioverter defibrillator (ICD) that provided inappropriate therapy due to incorrect interpretation of signal for a supraventricular tachycardia (svt). Programming changes were made. The patient was in stable condition.